Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm explantation or deflation. No information available. Update/correction to sections b4, d3, d9, g6, h2, h3, h6, and h10.

Event description:
Alleged deflation.

Manufacturer narrative:
Unable to confirm explantation or deflation. No information available.update/correction to sections b4, d3, d9, g6, h2, h3, h6, and h10.

Event description:
Alleged deflation